Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider stated that the catheter will be replaced in the future. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: hg84mur20, ubd: 22-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that the catheter was nicked during unrelated surgery, and they requested the pump off passcode. The technical service (ts) explained and recommended minimum rate mode. The ts explained that the pump was still functional and could be connected again to the catheter once revised. The hcp programmed the pump to minimum rate mode.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2024: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative regarding a patient receiving morphine (1 mg/ml at 0.1479 mg/day) via an implantable pump. It was reported that after the catheter was cut, it was subsequently tied off because it was leaking cerebrospinal fluid (csf). No troubleshooting was performed. The patient was taken to the operating room today for planned catheter revision. The healthcare provider (hcp) attempted to find the existing anchor under fluoroscopy, but they were unable to do so. As a result, they opted to place a new catheter. They were given an 8780 catheter kit, which was placed at t10. The hcp then proceeded to open up the existing pump pocket and dissected down to the existing pump and proximal segment. The existing proximal segment and a portion of the spinal segment was removed and the new catheter was tunneled/connected to the existing pump. A catheter aspiration was done before and after placing the pump back within the existing pocket with positive return of csf. Incisions were then irrigated and closed. The patient has flex dosing with a base rate of 0.002 mg/hr and four scheduled boluses each at 0.025 mg. The issue was resolved.